Event description:
The user is questioning the multiple "not shock advised" notifications given by the device during deployment.

Manufacturer narrative:
(B)(4). Method: device investigation is pending. Issue is being reported as alert could not be cleared by the operator.